Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. The patient was treated with injection vancomycin (1000 mg; route, frequency and duration not reported) and injection amikacin (100 mg; route, frequency and duration not reported) for the peritonitis. Action taken with therapy was not reported. At the time of this report, it was unknown if the patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Additional on an unreported date, the patient's peritoneal effluent fluid was clear. It was reported during follow up that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.